Manufacturer narrative:
Com (B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Com(B)(4).

Event description:
It was reported that signal loss over one hour occurred on for transmitter with serial number 8mtnxm. However, transmitter with serial number 8pmdyt was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage test was performed and passed. Nordic bluetooth pairing test/download was performed and passed. A review of the share logs was performed and issue was found for serial number 8pmdyt within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.